Manufacturer narrative:
Device availability for return is unknown. The events of drainage, edema, inflammation, and erythema are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Re-sterilizable sizers are temporary devices, and are not intended to be used as a permanent implant. They should only be used for temporary intraoperative placement, to assist the surgeon in permanent implant size selection. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Regulatory agency reported patient was implanted with a silicone gel resterlizable breast implant sizer on (B)(6) 2013. Post implant, patient experienced left side "drainage from the incision site," with "pain, warmth, redness and swelling to the upper pole." Patient was treated with oral antibiotics, and the breast device was explanted on (B)(6) 2014.